Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic pneumonectomy, holes were found at the plastic bag covering the jaws, and it was also found that there was too much lubrication when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.